Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6), 2011, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt2810/8516159) to repair a thoracic aortic aneurysm. Final angiography revealed a distal type I endoleak, which was repaired by touch-up ballooning. The patient tolerated the procedure. On (B)(6), 2011, post-operative follow-up imaging confirmed that the endoleak was resolved. On (B)(6), 2011, the patient was discharged. Subsequent follow-up imaging showed no issues. The aneurysm measured 45 mm. On (B)(6), 2013, follow-up imaging revealed a type ii endoleak of unknown origin. The aneurysm measured 45 mm. The physician elected to monitor the patient. On (B)(6), 2014, follow-up imaging showed that the type ii endoleak persisted, and that the aneurysm now measured 55 mm. The physician elected to monitor the patient. No further information is available.